Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a micrographically oriented histographic surgical (mohs) procedure on the forehead for basal cell carcinoma on (B)(6) 2021. The patient went to the emergency center on (B)(6) 2021 for persistent bleeding after the procedure. The bandage was removed from the forehead and pressure wrapped. The patient was reassessed, the bandage was removed revealing no acute bleed present. Labs were discussed with the patient and the patient was stable for discharge. The entire stay was 5 hours and 3 minutes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleed could not conclusively be established through this evaluation. It was reported that the patient had a micrographically oriented histographic surgical (mohs) procedure on the forehead for basal cell carcinoma on (B)(6) 2021. On (B)(6) 2021, the patient went to the emergency center for persistent bleeding after the mohs procedure. The bandage was removed from the forehead and pressure wrapped. The patient was later reassessed and found no acute bleeding present when the bandage was removed. The patient was stable for discharge after 5 hours and 3 minutes. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23nov2020. No further information was provided. The manufacturer is closing the file on this event.